Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reported of incidents involving a life-supporting and/or life-sustaining device. Customer reported displayed language is not in (B)(6). Customer reported no pt involvement.

Manufacturer narrative:
Device language was reset using instructions provided by service manual. Device will not be returned since this was corrected by distributor prior to use.